Event description:
Boston scientific received information that this device system detected a low shock impedance measurement. The patient was seen in clinic and no further issues were noted. The rv impedance and threshold measurements were within acceptable limits. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.